Manufacturer narrative:
The cockpit of the affected device was provided and analyzed by draeger service. The log file of the cockpit was available, but it does not contain information regarding the ventilation unit. The large log file was requested but was not available. Analysis of the cockpit confirmed that a faulty basis board m14.5 and inverter board m14.5 caused a restart of the screen and intermittent white flashes during the boot sequence. In addition, a faulty backlight caused the image to be less bright than expected. The device was repaired by replacing the faulty components. The detected malfunctions would not affect an ongoing ventilation. However, as the large log file was not available it could not be confirmed that the ventilation continued. As a safety feature of the system, the safety software analyses and checks that the device is functioning properly. If the safety software detects a deviation in the cockpit, a warmstart of the cockpit is triggered to reset the microprocessor system to a specified state. A warmstart sequence of the cockpit can take 45 seconds. If it takes longer, the warmstart procedure is repeated automatically. After three unsuccessful attempts, the workstation stops restarting the cockpit with an accompanying audible alarm. Ventilation is not affected by a warmstart of the cockpit. Safety-relevant parameters such as fio2, minute volume or airway pressure as well as a visual indicator for ongoing ventilation are shown on the additional oled display located on the ventilation unit. If the cockpit would lose all functionality, ventilation would be continued with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the display went blank and the device stopped ventilation on a patient. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the display went blank and the device stopped ventilation on a patient. No patient injury was reported.